Manufacturer narrative:
The lead was returned in three segments for analysis. Externalized conductors due to internal and external insulation abrasions were noted at 9.5-13.5cm and 19.5-24cm from the lead tip. Internal insulation abrasion under the rv shock coil was noted at 4.0-4.5cm from the lead tip. The inner coil was exposed and the sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of oversensing.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that episodes of oversensing were observed but were not able to be reproduced in clinic. The lead was explanted and replaced. The patient was in good condition after the event.